Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during first inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor serious injury reported.